Manufacturer narrative:
Results: complaint for "lead terminal broke off in header" was confirmed visually; consistent with overstress condition the lead was subjected while in patient body. The ipg "migration" was also confirmed, it was related to broken lead. The returned ipg successfully communicated with a lab patient programmer and passed all tests on the autotester. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-25477.